Event description:
Possible intermittent atrial under-sensing on stored egm with falsely classified termination of ongoing atrial arrhythmia. Current egm ongoing atrial arrhythmia, device appears to be under-sensing on the atria lead with inappropriate atrial pacing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).